Manufacturer narrative:
Additional product codes for this report include hwc. Device was not explanted. The complainant part remains in the patient; not available for return. Device is not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing site: (B)(4) - manufacturing date: february 13, 2015 - expiry date: february 1, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that proximal femoral nail antirotation (pfna) blade would not lock despite two attempts at insertion (per directions in the technique guide) during a surgical procedure on (B)(6) 2015. The surgeon decided to use a screwdriver and was able to successfully lock the blade in place. The procedure was completed with a forty (40) minute delay. It is unknown if the blade was in a locked position when the surgeon originally opened the package. This report is 1 of 3 for (B)(4).